Event description:
Patient reported the following: "I had a double mastectomy on (B)(6). So it's been in for almost (B)(6) months. My reconstruction is not yet planned. I have the one with the metal ring. I was supposed to have the reconstruction after april. I ended up having a pe (pulmonary embolism), so we're treating the blood clots. So the procedure is delayed". Device remains implanted.

Manufacturer narrative:
The event of pulmonary embolism is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pulmonary embolism.